Manufacturer narrative:
(B)(4).

Event description:
It was reported in a social media feed, that this lead is difficult to remove. Lead removals have reportedly resulted in the leads breaking. One physician noted a femoral rescue was needed and another noted that a snare from the lung had to be used. No additional adverse patient effects were reported. This product has not been returned. This report will be updated, should additional information be received.